Event description:
Info received that the foot section was drifting down. No report of injury.

Manufacturer narrative:
Bed located in ICU. Technician found the bed would drift into reverse trend slowly over night. Replaced the valve solenoid to resolve this issue.